Event description:
Additional information received on 11 jul 2019: the patient's tubing was removed on (B)(6) 2019 and duopa lcig therapy was discontinued.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 during a j tube replacement, the gastro-intestinal physician removed the j tube but was unable to find the internal bumper with a scope, which was found to be completely buried in the abdominal wall. A surgeon was referred and it was planned to remove the bumper from the tissue and replace the entire peg tube. At the time of report, the spouse reported that the peg tube was sill in place and the patient has a cat scan scheduled to determine if the bumper is buried in the stomach wall or outside the stomach wall.